Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event please note that the exact event date is unknown and the event date in date of event is the complaint awareness date. As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation.. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a4, a5, b3, b4, b5, b6, b7, d1, d4, g2, g3, g6, h1, h2, h4 and h6. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of chest pain, renal insufficiency, epigastric pain, bipolar, tobacco use, emphysema, reflux, dysphagia, bibasilar atelectasis/pneumonia, aortic arteriosclerosis, tendinitis of the right shoulder, uterine mass resection and chronic obstructive pulmonary disease (copd). Four days before the filter was implanted the patient presented to the emergency room (ER) with complaints of right sided chest pain, shortness of breath and right calf pain with a history of an 8-hour plane trip. An ultrasound (u/s) of right lower extremity (indication of pain) results noted deep vein thrombosis (dvt) of the right posterior tibial vein. A computed tomography (CT) angio scan of the chest was performed and was positive for bilateral pulmonary embolism (pe). The indication for the filter placement was pe and right lower extremity dvt. The filter was implanted via the right common femoral vein. It was deployed within the infrarenal inferior vena cava (ivc) under fluoroscopy. The tip of the filter was placed at the level of the lowest renal vein inflow. The patient tolerated the procedure well, without immediate complication. Three weeks after the index procedure, the patient presented to the ER with complaints of pain and swelling in the left leg. The patient was evaluated. An ultrasound was negative for dvt. The patient was discharged with leg pain of unclear etiology, dvt excluded, anxiety and to follow up on an outpatient basis, the inr was therapeutic. Approximately eight years and four months after the index procedure a computed tomography (CT) scan was performed to evaluate the filter for an indication of abdominal pain. Results of the scan noted bibasilar dependent atelectatic changes, a large hiatal hernia, diverticulosis, atherosclerosis of the aorta and degenerative changes throughout the spine. The ivc filter was seen in place with the tip located at the level of the left renal vein. The images were submitted for additional review, focusing solely on the filter, approximately six months later. The report noted filter tilt with the apex against the wall, and 3 mm small bowel and mesenteric perforation. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the ivc, perforation of filter struts into organs and filter tilt. The patient became aware of the reported events approximately eight years and four months after the index procedure. The patient continues to experience fear related to the filter.

Manufacturer narrative:
After further review of additional information received. As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and into organs and filter tilt approximately eight years and four months post implant. The patient also reported fear related to the filter. According to the medical records the patient¿s history is noted for chest pain, renal insufficiency, epigastric pain, bipolar, tobacco use, emphysema, reflux, dysphagia, bibasilar atelectasis/pneumonia, aortic arteriosclerosis, tendinitis of the right shoulder, uterine mass resection and chronic obstructive pulmonary disease. Four days before the filter implant the patient presented to the emergency room (ER) with complaints of right sided chest pain, shortness of breath and right calf pain with a history of an 8-hour plane trip. An ultrasound (u/s) of right lower extremity noted deep vein thrombosis (dvt) of the right posterior tibial vein. A computed tomography (CT) angio scan of the chest was positive for bilateral pulmonary embolism (pe). The indication for the filter placement was pe and right lower extremity dvt. The filter was implanted via the right common femoral vein and deployed within the infrarenal ivc under fluoroscopy. The tip of the filter was placed at the level of the lowest renal vein inflow. The patient tolerated the procedure well, without immediate complication. Three weeks post implant, the patient presented to the ER with complaints of pain and swelling in the left leg. The patient was evaluated. A u/s was negative for dvt. The patient was discharged with leg pain of unclear etiology, anxiety and to follow up on an outpatient basis, the inr was therapeutic. Approximately eight years and four months post implant a CT scan was performed to evaluate the filter for abdominal pain. The filter was seen in place with the tip located at the level of the left renal vein. The images were submitted for additional review, focusing solely on the filter, approximately six months later. The report noted filter tilt with the apex against the wall, and 3 mm small bowel and mesenteric perforation. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. Leg pain, leg swelling, and anxiety do not represent a device malfunction and may be related to underlying patient specific issues or pre-existing comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.